Event description:
It was reported that the left ventricular (lv) epicardial lead had high thresholds. A lead revision was done where a lv pacing lead was added and the epicardial lv lead also remains in use. It was noted that lv thresholds were no longer high. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: c4tr01, implantable cardioverter defibrillator, implanted: (B)(6) 2013. (B)(4).